Manufacturer narrative:
Exact date unknown, event occurred a few years ago from date manufacturer was made aware. Explant date: few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17376775. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 17396053. Product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 17007742/17414866.

Event description:
It was reported that patient underwent an explant procedure due to it causing additional pain. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.